Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (part # (B)(4)) was implanted during a procedure. According to the complainant, the shunt system was believed to be blocked and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient data were submitted.

Event description:
Investigation is done.

Manufacturer narrative:
Manufacturing and quality control data. The progav® shunt system was manufactured by a qualified employee on june 2017. Deviations during assembly did not occur. The product was finally tested as article fv440-t and released for packaging and sterilization and was sterilized by miethke. The progav® has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. The shuntassistant® has a fixed pressure of 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at a fixed pressure of 20 cmh2o, and were found to meet range the tolerances. All tested parameters were assessed according to specifications. Visual inspection: the following observations were made during the visual inspection: - deposits on the product. Permeability test: the test showed that the progav® shunt system is permeable. Adjustability test: the progav® was found to be adjustable to all pressure settings. Braking force and brake function test: the braking force of the progav® was within the specified tolerance and the brake function operated as expected. Internal inspection of product: after dismantling of the valves, clearly deposits were found in both valves. Results: based on our investigation results, we cannot identify a blockage or adjustment difficulties in the shunt system. However, we assume that the significant deposits found within the valve may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.